Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the tvc55 instrument did not fire all the way out. No other info was given by the or staff. There was no consequence to the patient.